Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal section was bent, the distal tip was detached exposing the tip of the metal corewire. In addition, the corewire tip was fractured. The broken piece was not returned. The remaining pebax coating approximately 2.6 cm has no peeling/detachment damages. Adhesive remnants and the sanding test could not be performed since there is no enough core wire exposed. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. In addition, the tip of the corewire was found broken. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.